Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs was unable to observe the fault on the reported date of (B)(6) 2017. It's important to note that the log does confirm the reported problem on (B)(6) 2017. The log showed the power sources switching multiple times within the span of one second causing the device to prompt a printer offline message when battery power is not detected. Additionally, an internal inspection of the device found several areas where loose hardware was identified, but not backed out entirely. It could not be confirmed as root cause. The battery used at the time of the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a ventilated male patient (age unknown), during transport, the device was unable to recognize a battery was installed. Complainant indicated that the device monitored the patient through out the transport. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.